Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. They swapped out the cord, and isolated the problem to the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the jaws. The silicone boot insulation on the jaws appeared intact. It was observed that the heater wire on the hot jaw was slightly flexed but remained attached to the tip and to the base. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam and audible intermittent beeping sound during ten (10) 3-second activations which shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same observed failure. A transection capability test was not relevant anymore since the device failed the pre-cautery test. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on the switch. No visible defects were observed to the toggle. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the evaluation results, the reported failure to cut was confirmed. The analyzed failure material twisted/bent and the analyzed failure to deliver energy were both confirmed as well.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. They swapped out the cord, and isolated the problem to the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.